Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted.

Event description:
The physician reports using a manometer to pretest the retention cuff of the endotracheal tube (ett) and an "air resistance" was noted. The physician further reports the ett was not used on a patient.